Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) wanted to move the lead more cephalad to cover t8. The rep reported that the patient¿s back pain had worsened over time; her ins covered her pain well for years, but it hadn¿t been as effective more recently. The rep reported that initially after the revision,the patient felt like her back pain was less. However, she messaged the rep on the day of the report that she felt like the settings weren¿t working as well. The rep was scheduled to meet with the patient on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead ,product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was seen by the rep¿s teammate and was placed on special density programming and that the rep had not had any new communication with the patient to know if the new setting had been more effective. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient is having worse problems with her bladder.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a lack of therapeutic benefit using their spinal cord stimulator (scs). There were no factors reported to have contributed to the issue. Reprogramming was done but was ineffective. The patient stated that their pain continued throughout their low back. It was reported that they had coverage in their low back and legs, but no relief from pain. The patient was having x-rays on (B)(6) and meeting with their doctor. The issue was not resolved at the time of the report. Additional information was received from the manufacturer representative (rep) on (B)(6) 2019, reporting that the patient saw their provider last week and x-rays revealed no concern with the lead location. The patient¿s provider felt that the increased pain had nothing to do with their neuropathic pain and there was no issue with their scs. On 2019-12-17, additional information was received from the manufacturer representative (rep) reporting that the patient¿s leads were revised to lessen the pain in their low back. No further complications were reported/anticipated.